Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -07.00/+2.0/090 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced with another same model/length lens (implanted vertically) and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens crumbled up. (B)(4).